Event description:
Consumer reported blurry vision at all distances, but stated it is worse with his near vision. He had an intraocular lens (iol) implanted in his right eye (od) approximately 10 months ago. His left eye was implanted four months ago with a different lens model. Both eyes were treated with laser therapy post cataract extraction and iol implant surgery. He reported he is not unhappy with the lens and believes his vision had been improving with time. Additional information was received from the surgeon who reported that the patient's main complaint was that his near focal point was set too close. The surgeon stated the patient had a small amount of posterior capsular opacification (pco) in both eyes which may be a contributing factor.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in this lot. The report was mailed to the FDA on: 08/15/2007. Additional information was requested on 07/19/2007 by mail and by fax. Additional information was requested by phone 07/18/2007, 07/20/2007, 07/26/2007 and 07/31/2007. Additional information was received by phone. The questionnaire has not been returned.